Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023, with the implant of an alto abdominal stent graft system. Routine follow-up computed tomography scan performed on (B)(6) 2024 identified a type ia endoleak. The treatment plan is to place a gore (non-endologix) cuff 23x33mm to remedy the type ia endoleak. The reintervention date is not yet known. The patient is reported to be good.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and the additional endovascular procedure are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The neck taper was off label at 47.8% (should be = 10%). The final patient status was reported to be in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse event ¿ updated. B5: describe event or problem - additional. G3: awareness date ¿ updated. H6: medical device problem codes - remove 4065. H6: health effect - impact codes ¿ remove 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023, with the implant of an alto abdominal stent graft system. Routine follow-up computed tomography scan performed on (B)(6) 2024 identified a type ia endoleak. The treatment plan is to place a gore (non-endologix) cuff 23x33mm to remedy the type ia endoleak. The reintervention date is not yet known. The patient is reported to be good. Reintervention was completed on (B)(6) 2024. The patient was successfully treated by embolizing the aaa and implanting a gore (non-endologix) 23mmx45mm extension cuff.